Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 24 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.